Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's mother stated the patient's blood glucose levels were high while wearing the pod, but no specific levels were provided. Symptoms reported include hyperglycemia, vomiting and large ketones. Mother also reported when the pod was removed, the cannula appeared bent. The patient was admitted to the intensive care unit (ICU) and was treated with an insulin drop; he was released the following day. The pod was discarded.